Manufacturer narrative:
The full patient identifier is case: (B)(6). The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. There is sufficient evidence to suggest an imprecision malfunction occurred as 3 or more replicates of the same sample on the same device recovered outside the expected assay precision. An assignable cause of the event cannot be determined with the available information. Although low level of qc recovered over 2 sd (standard deviations) below the customer¿s stated mean, all other system performance indicators of system check, calibration and precision studies did not demonstrate an issue with the system. No other patient results were called into question. The cause of the imprecision malfunction cannot be determined with the available information.

Event description:
On 06jul2020 the customer reported obtaining non-reproducible troponin I (access accutni+3) results for one patient involving the laboratory's unicel dxi 800 access immuno analyzer (serial number (B)(4)). The initial result was 2.75 ng/ml. The sample was repeated due to the initial value being above cutoff (0.03 ng/ml) at 9.43 ng/ml. Because of the poor reproducibility of the result, the sample was aliquoted, recentrifuged and retested with the following results: 1.57 ng/ml, 3.5 ng/ml, 1.65 ng/ml and 2.63 ng/ml. The sample was run on other dxi instrument and gave higher results of 5.8 ng/ml repeated at 6.34 ng/ml. Theses two results from other dxi analyzer were reported out of the laboratory. Customer reported the patient was believed to have acute mi (myocardial infarction). No affect to patients or end-users has been reported in connection with this event. Calibration, system checks and carryover passed within specifications. Calibrator lot was expired at the time of the event (expiration date: 30june2020). Before and after the event, level 1 qc (quality control) recovered over 2 sd (standard deviations) below the customer¿s stated mean. Level 2 and level 3 recovered within the 2 sd range as demonstrated in the attached data. Sample was drawn in a lithium heparin tube. The customer reported that the sample was centrifuged for 3 minutes at 5100 rpm [revolutions per minute]. There was no report of sample integrity issues. No further sample information was provided.